Event description:
Additional information received from the patient reported no steps were taken to resolve the inability to poop and the inability to power up the patient programmer had not been resolved.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported he could not poop for 3 days, then it was 4 days and now it has been 5 days and was reported as sudden. The patient experienced loss or change of therapy. The patient was not feeling stimulation. The patient services recommended using programmer (pp) to check therapy but the programmer was not powering up. It was noted that the battery had never been changed in the programmer. The patient called five days later stating it was still not working and had not pooped or no bowel movement in 6 days. The patient was seeing circles and arrows on his pp. Additional information received about a week and half later stated that patient hurt , the pain was on the left side and had been in pain all day on the day of this call but the pain was on and off starting about 1 month ago. The patient could not make bowel movement on the day of this call and there are pains he was feeling associated with that. There was no trauma or fall associated with this issue. It was later reported that the symptom was gradual. A poor communication screen was noted on the patient programmer. The patient was instructed to unplug antenna. Place pp directly over implantable neurostimulator (ins), on skin sync but did not resolve the reported issue. The patient could not connect to ins with or without antenna. Additional information reported that patient was hospitalized last week due to lack of symptom control and he was discharged on sunday, no one was familiar with the therapy or how to use the device. Wife said that patient was scheduled for a follow-up appointment with health care provider. Patient was diagnosis for gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.